Event description:
Results of culture not available.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was suspected infection on the left side of extension and surgical intervention was undertaken wherein the left lead and left burr hole was also explanted and sent for culture. The entire left side was explanted.

Manufacturer narrative:
B3-date of event is estimated.